Event description:
The customer called to report moisture damage, a loud noise when pressing the buttons and the backlight not turning off. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had a corroded motor home switch.